Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that follow-up was done with the hcp. The steps that were taken were noted as being "the patient was very anxious and has since resolved the issue through encouragement and patient support and education."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause was unknown. It was unknown any likely contributing factors. The steps planned for resolution was follow telephone/in-person clinic up with hcp. The indication for use was pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had difficulties to establish communication between the handset and the d neurostimulator battery. The patient had lost weight and that the patient reports symptoms return since 3-4 weeks. Nothing relevant happened before the symptoms were returned (no MRI, accident/trauma or medical procedure). The patient stated that the handset hasn't been used in the last 6 months. Manufacturer representative (rep) stated they would try to move the communicator with the aim to find the implanted battery. If nothing worked, advice to consider an x-ray to verify the depth and position of the battery, as well as of the lead.